Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with plate and screws on an unknown date. Patient was returned to or for hardware removal, reason unknown, on an unknown date. Four screwheads were broken and two screwheads were jammed in the plate. Complaint was sent for information only, no further information available. This is 3 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The relevant dimensions of the plate were checked and found to be according to the specification. No manufacturing related failure could be detected. A review of the device history records found no issues that would have contributed to this complaint. There is no indication that the plate had any influence on the breakage of the screws.